Event description:
The customer reported generation of low Sodium (Na) patient results on their AU5800 Clinical Chemistry analyzer Ion Selective Electrode (ISE) unit (Product Number (P/N) B96697, Serial Number (SN) (b)(6) with poor repeatability. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman Coulter Field Service Engineer (FSE) evaluated the AU5800 Chemistry Analyzer and identified the failure mode as a defective sample syringe. The FSE replaced the sample syringe to resolve the issue. The customer was satisfied. No further action is required.Section A2, A4, and A5: Information not provided by customer.The Beckman Coulter internal identifier is (b)(4).